Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when used a syringe to draw fluid from the evacuator drainage port, and tried to remove the syringe, the base of the drainage port broke off and didn't apply any extra force, did it the usual way. The waste fluid port broke.

Event description:
It was reported that when used a syringe to draw fluid from the evacuator drainage port, and tried to remove the syringe, the base of the drainage port broke off and didn't apply any extra force, did it the usual way. The waste fluid port broke.

Manufacturer narrative:
The reported issue was confirmed - cause unknown. Four photos were received of the evacuator showing that the base of the drainage port was broke off confirming the reported issue. Received 1 evacuator. Visual inspection noted the drainage port was broken off. Product labeling was reviewed for this investigation. DHR is unable to be performed as the lot number is unknown. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.